Event description:
New walker delivered in box pre-assembled. When first used walker tipped over forward because the wheels had been put together in reverse, front wheels on back, back on front. Pt fell forward hitting her head on the refrigerator and her teeth and lips on the floor. Sustained severe bruising to head, face, arms and side. Pt was evaluated in the ER and had x-rays taken.